Event description:
Pt had a recent ultrasound that documented a large single gallstone. She underwent a laparoscopic cholecystectomy. During that procedure the surgeon determined that the trocar had broken and multiple pieces were present in the abdominal cavity. Retrieval of the multiple piece could only be assured by surgically opening the abdominal cavity. Eval: the surgeon contacted the MFR. The local rep visually examined the trocar and was given trocars from the same lot number for further investigation. Trocars were removed from the hosp inventory at the time.